Manufacturer narrative:
No additional information available.

Event description:
The patient reported cutting her hand on a blue cobalt knife found inside the box in the most recent order received. The initial review determined that the incident was not associated with an inogen device, and no reporting submissions were made. As a result, no CAPA, failure investigation report (fir), or device history records (DHR) review was required at that time. Upon reevaluation, senior quality management deemed (B)(4) reportable due to patient harm. The tracking number associated with the order is (B)(4), and the return merchandise authorization (RMA) number is (B)(4).